Event description:
Reportedly, the instrument was fired sixteen times across various points in the tissue and fecal content leaked through the staple lines. Therefore, the surgeon over-sewed the apex of the stapler lines with a 40 pds. However, four days post operatively, the pt was brought back to the or because the staple line did not hold and the pt was septic. Procedure: step bowel lengthening. Pt status: under observation.